Event description:
It was reported that the user began the tubing fill step without installing the cartridge on the ilet pump and requested assistance to rewind the pump; customer support guided the user to initiate the rewind, resolving the issue, consistent with a fitting problem associated with the reservoir component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem related to the setup sequence consistent with a fitting issue at the reservoir component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.